Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with a length of cut suture and no implants. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the fast-fix 360 t1 and t2 implants came out when puncturing the meniscus. Both t implants were removed. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.